Manufacturer narrative:
This is a parts only order from the customer for the fowler clutch. Investigation determined that the fowler of the bed was drifting with weight. Parts ordered by user facility to repair and return product to service. Fowler clutch.

Event description:
It was reported that the fowler of the bed would not stay up with weight. No adverse consequence reported.